Manufacturer narrative:
Date of event is unknown. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoscope reprocessor had a slow decrease in the detergent flow. There were no reports of patient involvement.